Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported that the field service engineer (fse) was onsite to repair day surgery host, and it worked for one day then stopped. The device was in use at the time of the event.